Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. The cause of low bg was unknown. The customer received third party assistance from paramedics, who provided carbohydrates and the customer could not remember any further specifics on how bg was addressed. Recommendation was made to contact tandem technical support (cts) if the customer experiences any further issues.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.